Event description:
When dermatology was getting ready for a procedure and the nurse opened the package dropping it onto the sterile field, another nurse noted that the blade "looked funny." The sterile blades were covered in brown spots that could be rust or bacteria. Manufacturer response (as per reporter) for blade, biopsy shaver, dermablade they stated that they will conduct an evaluation, but we have not heard back from them. We sent them photos of the rusted blades also.

Event description:
When dermatology was getting ready for a procedure and the nurse opened the package dropping it onto the sterile field, another nurse noted that the blade "looked funny." The sterile blades were covered in brown spots that could be rust or bacteria. Manufacturer response (as per reporter) for blade, biopsy shaver, dermablade they stated that they will conduct an evaluation, but we have not heard back from them. We sent them photos of the rusted blades also.